Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix exceeded specification the number of turns to extend and retract. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician experienced placement difficulty. After a few reposition attempts, the physician noted it was difficult to extend the helix. The right ventricular (rv) lead was removed and replaced. No patient complications have been reported as a result of this event.